Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, when using two truespan meniscal repair system peek 12 degree, during an acl reconstruction, while performing a meniscal suture at the time of making the first shot and removing the implant to make the next stitch, the truespan removed the peek implant from the tissue, thus losing that implant. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: 6l65920, and no non-conformance were identified. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that a truespan 12 degree peek device removed the implant from the tissue thus losing that implant. According to the report, the event occurred while performing a meniscal suture at the time of making the first shot and removing the implant to make the next stitch. There was no delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.